Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection was performed and revealed that the tubing had disconnected from the drip chamber. The root cause is due to tube insertion not done correctly. A corrective action has already been taken. In (B)(4) 2011 a vision system was installed on the machine to check for under insertions. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Event description:
A customer reported to baxter (B)(4) a solution administration set in which a separation was observed. According to the report, the tubing was found to be disconnected from the chamber. The event occurred before use. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. Baxter will continue to monitor similar reports to determine if further actions are required. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.